Manufacturer narrative:
Citation: mark j. Zorman., et al.. Valve thrombosis and antithrombotic therapy after bioprosthetic mitral valve replacement: a systematic review and meta-analysis. European heart journal 11 , 251¿263 2025. 10.1093/ehjcvp/pvaf005 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding valve thrombosis and antithrombotic therapy after bioprosthetic mitral valve replacement: a systematic review and meta-analysis.  The study population included 6170 patients who were predominantly female with a mean age of 74 years old. Multiple manufacturer¿s devices were implanted in the study population; patients were implanted with a medtronic hancock ii bioprosthetic valve.  Among all patients, clinical observations included: bioprosthetic mitral valve thrombosis. It was reported that oral anticoagulant medication were given. No further information was provided pertaining to medtronic products.